Event description:
The customer reported they were receiving the error <switch stuck>. Then the system rebooted. It boot up normally.

Manufacturer narrative:
The ge service rep checked the system. He found the foot switch made the error <switch stuck> so he changed the part. The system now operates as intended.